Manufacturer narrative:
Event date: 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post thrombectomy procedure, patient complication were reported. The target lesion was located in the inferior vena cava an angiojet catheter was selected. There was no malfunction noted to the catheter, the case went fine. The patient was fine during the procedure, no complaints of pain or any other issues were noted during the procedure. However, twenty minutes post procedure the patient was paralyzed and currently the patient remains paralyzed.